Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. The 5x12 pipeline was positioned in the proximal middle cerebral artery (mca) for deployment. As the distal end of the device came out of the phenom 27, the device looked crimped/trombone. The physician deployment (B)(4) of the device and then decided to resheath and reposition. The device continued to look crimped. The physician removed the device and the phenom 27 together. A second device, 5x14 was inserted into a new phenom 27 and position more distally in the mca (straighter segment). The device opened and was placed successfully. (Straighter segment). The device opened and was placed successfully. The entire pipeline was positioned in a bend. More than (B)(4) of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The patient was benign treated for an unruptured, saccular aneurysm in the hyoptheseal/ophthalmic location. The max diameter was 1.5mm and the neck diameter was 1mm. The distal landing zone was 3.2mm and the proximal landing zone was 4.75mm. Vessel tortuosity was severe. A was successful angiographic result post procedure placement of an alternate device. A 5x14 was used. No patient symptoms or complications were reported.